Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm was able to duplicate the issue. He found the console wedged into the cart. He removed the bottom latch and removed the console from the cart. The latch was reinstalled. He placed the console back in the cart and removed it several times. The iabp batteries charged after being properly placed in the cart. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine check of the cardiosave intra-aortic balloon pump (iabp) it would not charge. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine check of the cardiosave intra-aortic balloon pump (iabp) it would not charge. There was no patient involvement, and no adverse event reported.